Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images. Labeling review. Updated event details from an internal review of the procedural tee confirm the previously reported evoque valve embolization while also identifying significant residual tricuspid regurgitation (tr). Following deployment, the 48 mm valve appeared unstable and low-seated within the ventricle, specifically on the anterior and septal aspects with most anchors positioned greater than 10 mm below the native annulus. In addition to multiple moderate paravalvular leaks (pvl) with bidirectional flow (largest at the anteroseptal aspect), the final transvalvular tr was semi-quantitatively graded as moderate, with a final tv mean inflow gradient of 1 mmhg at 60 bpm. The complaints for "malposition - valve embolizes into ventricle" and "central regurgitation" were confirmed with objective evidence by imaging evaluation. The device history record was reviewed finding that this device passed all manufacturing and sterilization inspections. Based on this review, no non-conformances related to the complaint event were identified. Per imaging evaluation, review of procedural tee confirms evoque valve embolization. Post-deployment, the 48 mm valve appeared unstable and positioned low in the ventricle (anterior and septal aspects), with most anchors greater than 10 mm below the annulus. Multiple moderate, bidirectional pvls were observed, largest at the anteroseptal aspect. Final transvalvular tricuspid regurgitation (tr) was moderate with a tricuspid valve (tv) mean inflow gradient of 1 mmhg at 60 bpm. Without a device malfunction, the root cause of the embolization could not definitively be determined. Contributing factors included were procedural (suboptimal depth and interaction with subvalvular anatomy) as well as patient related, likely compounded by ra height <60 mm. The root cause of the central tricuspid regurgitation was improper valve placement due to suboptimal depth/positioning of valve during deployment. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no pra nor preventative or corrective actions were required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in germany, edwards received notification of an 48mm evoque procedure performed in the tricuspid position. It was reported that during the procedure, when the tapered tip was retracted prior to final release of the valve, the valve dropped down approximately 3-4mm. Post-deployment, the valve became displaced into both the septal region and the ventricle, which resulted in a moderate paravalvular leak. As a result, the patient underwent surgery on the evoque to secure the septal aspect to the annulus. The patient remained in stable condition.